Manufacturer narrative:
The technician found the solenoid for the head up and down function was not functioning. He replaced solenoid to repair the bed.

Event description:
Info received indicates the head of the bed would not go up.